Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient underwent a revision procedure wherein the ipg was relocated. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively.